Event description:
It was reported that during the implant procedure the left ventricular (lv) lead was punctured by the stylet when too much force was used. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.